Event description:
It was reported when using the bd pyxis¿ medstation¿ es , drawer malfunctioned. The customer reported that the user was able to remove the medication from another station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer not recognized on the bus. A field service engineer successfully removed cubies and reseated row board cable at row boards and controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device. H11 - e.3 occupation: systems administrator (information technology).